Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation it is likely the lack of image was caused by a faulty printed circuit board (quantum board). However, the specific cause of the faulty printed circuit board was not established at this time. Olympus will continue to monitor field performance for this device.

Event description:
The olympus representative reported (on behalf of the customer) that during preparation for use, the power on the high-definition liquid crystal display monitor did not turn on. The intended procedure was completed successfully with a similar device with no procedural delay. There were no reports of patient harm associated with this event.

Manufacturer narrative:
The device was evaluated by olympus. The evaluation found that the allegation was confirmed due to a printed circuit board failure. Additional issues were identified during the device evaluation: screen stains found due to the liquid crystal display failure; scratches on the screen; and discoloration due to the ageing of the rear panel. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation.